Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2019 with the following findings: the keypad was peeling, no other damage to keypad noted. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. The pump¿s cover was removed, and no damage or moisture was observed to the keypad flex/connector. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up and down keypad buttons were under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.